Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that after the device returned from preventive maintenance (pm), a "vent inoperative 1007 machine and proximal pressure sensors failed" error code was displayed. It was reported that there was no patient involvement at the time the issue was discovered. The bench repair technician reconnected a data acquisition (da)-motor controller (mc) printed circuit board assembly (pcba) cable to resolve the reported "vent inoperative 1007 machine and proximal pressure sensors failed" error code issue. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.